Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheter, solution came out of the proximal tip of the catheter. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: when withdrawing the catheter, it is tested and a quality failure of the device is observed since the solution came out of the proximal tip of the catheter, for which it was necessary to perform another puncture to the patient.

Manufacturer narrative:
H.6. Investigation summary: bd received a video of a 24 gauge insyte autoguard device from lot 1089068 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer reviewed the provided video sample and observed that the catheter adapter was attached to a luer lock syringe with liquid dripping at the end of the catheter near the nose of the adapter. Therefore, based off the provided video the engineer was able to verify the reported defect. It was determined that this a manufacturing defect. The leakage was caused by a hole under the adapter. This type of damage could happen during the swage process. When the tubing was placed over a pin, it may get pinched or nicked. Also, misalignment between the pin and the catheter tubing may result in the pin piercing the catheter tubing also. H3 other text : see h.10.

Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheter, solution came out of the proximal tip of the catheter. No patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: when withdrawing the catheter, it is tested and a quality failure of the device is observed since the solution came out of the proximal tip of the catheter, for which it was necessary to perform another puncture to the patient.